Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 had failed to open. A field service engineer (fse) visited onsite and confirmed that the issue was resolved by the customer and the case was closed. The system functioned as intended after the customer resolved the issue.